Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 590 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin shot. Customer stated that the insulin pump had received motor position encoder error as well as motor error alarm. Customer stated that the drive support cap was normal. Customer troubleshooting was performed for insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten.